Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced unspecified symptoms of hypoglycemia accompanying a rapid drop in her blood glucose level on (B)(6) 2023. The patient¿s blood glucose meter and cgm values during the incident were not provided; however, she stated that there was an issue with cgm accuracy at the time of the event. The patient was initially treated with glucose, but the treatment was reportedly insufficient as her blood sugar continued to drop. The patient¿s colleague was present at the time of the event and responded by calling for a paramedic. Paramedics arrived on site, measured the patient¿s blood glucose level and blood pressure, and assisted her with intake of carbohydrates. Paramedics then offered to transport the patient to the hospital for additional care, but she declined as she felt she could manage by herself from that point on. At an unspecified time during the event, the cgm was displaying 6.0 mmol/l while the patient's bg was 9.4 mmol/l. At the time of the report, the patient was reportedly in good health. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.